Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Please reference manufacturer report#'s 3005099803-2009-01336 and 3005099803-2009-01337. It was reported to boston scientific corporation in 2009, that multiple device failures occurred during an erpc (endoscopic retrograde cholangiopancreatography) procedure performed the same day. According to the complainant, during the procedure, the cutting wire of the autotome rx sphincterotome broke during the sphincterotomy. The device was removed and no pieces were left in the pt. Another sphincterotome was used to complete the sphincterectomy. During stone extraction, the extractor rx retrieval balloon burst. No balloon fragment left in the pt. Another extractor balloon was used to complete the stone retrieval portion of the procedure. Upon completion of the stone extraction portion of this procedure, a rx biliary stent system was placed. However, the plastic stent become stuck in the scope. The physician completed the procedure with another rapid exchange biliary stent system. There were no pt complications reported and the pt's condition at the conclusion of the procedure was fine.